Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued a restart 39 alert, consistent with an insulin shaft encoder failure, and the user was advised to transition to backup therapy under the direction of their healthcare provider; a replacement ilet was provided and the original device was returned. Symptoms included hyperglycemia. Outcomes included temporary interruption of insulin delivery with need for backup therapy; there was no hospitalization. Investigation included receipt and inspection of the returned device. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.